Event description:
It was reported that during a procedure to treat a diffuse, heavily tortuous, heavily calcified and totally occluded concentric lesion in the right coronary artery (rca), a 2.5x12 rx trek dilatation catheter was advanced without resistance and inflated two times both at 14 atmospheres for pre-dilatation; however, the balloon ruptured on the third inflation at 14 atmospheres in the distal rca. The 2.5x12 rx trek dilatation catheter was withdrawn without resistance from the patient's anatomy and a non-abbott balloon was used for further pre-dilatation. A xience prime stent and non-abbott stent were implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: progress40, xt-r, guide catheter: heartrail ii 6fr jr4.0. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.